Manufacturer narrative:
(B)(4). The reported hypoglycemic event is being captured under (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient stated that the dexcom system did not give an alert while in a hypoglycemic state. Additional event or patient information is not available.